Manufacturer narrative:
The pump was received with a blank display due to a faulty battery tube. Unable to perform the displacement test or verify the off no power alarm due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump turned off even when inserting a new battery cap. The patient's blood glucose level was unknown at the time of the call. The customer sent the device back for analysis.